Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Only the controller's event file was available for review. Analysis of the controller's event file suggests that the controller was used as a backup. Five time changes and twelve power up events were recorded. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. When the controller was powered up, the clock started at 00:00:00. After running and powering down the controller, the controller was restarted and the clock had properly retained the elapsed time. The most likely root cause of the reported event is coin cell run down, which likely contributed to the event. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad nurse that the date and time could not be set on the patient's controller. The controller was exchanged with no reported patient consequences. No further information was provided.